Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose while using the infusion sets. Upon f/u on (B)(6) 2011, the pt reported experiencing elevated blood glucose of 170-419 mg/dl due to bent infusion set cannulas. Her normal blood glucose range is 70-140 mg/dl. She treated herself by injecting insulin via syringe. She stated she used the insertion device to insert the headsets. The infusion sets did not leak. The pt did not require treatment from a health care professional or second party to address the issue. No product will be returned for eval.